Event description:
Lv lead dislodgement and elevated lv threshold draining crt-d battery. Will turn lv lead off (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).